Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hosp following the event, and he continues to wear the lifevest device. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date: electrode belt sn (B)(4) - 03/01/2013 (reuse). Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. The rhythm at the time of the treatments was a-paced at 100 to 109 bpm with tall p waves. Multiple counting contributed to the false detection. The pt was reported to be at home with his wife and son when he was inappropriately treated twice. The response buttons were not pressed during the entire event. The pt was taken o the hosp and was admitted to the ICU. The pt continues to wear the lifevest.